Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient had an impella cp implant and after the pump was inserted, the flows were only 1.5l/min and suction alarms started immediately. On fluoroscopy, a kink was noted at the proximal end of the cannula. Multiple attempts were made to correct the kink but were unsuccessful. The impella was explanted and replaced. No patient harm has been reported.

Manufacturer narrative:
Data logs were reviewed, and the low flows were confirmed. Returned product was investigated, and there was a slight kink in the cannula near the outflow cage/motor housing, as reported. Based on the provided clinical details, the pump was likely interacting with the tavr which caused the pump to get kinked, therefore, affecting the flows negatively. The root cause of the low flows was determined to be a cannula kink, most likely due to patient anatomy with transcatheter aortic valve replacement (tavr) used in support.